Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead noted full breach outer insulation degradation proximal to the suture tie impression. The cause of the reported event was due to full breach outer insulation degradation.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was explanted and replaced. The patient was stable.